Event description:
It was reported that during an unknown procedure the device kept warning "tighten assembly" message, even though a nurse already tightened the ace and handpiece. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and it was returned with the device. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a "tighten assembly" message. The ¿tighten assembly¿ yellow screen appears when the instrument may not be properly assembled to the handpiece. The device was functionally tested with a generator. During functional testing on gen11 an instrument error was displayed. A probable cause of the device stop activating and display an instrument error is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.